Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A male patient of unknown age presented for a microwave ablation procedure of the liver. A 14cm solero applicator was used for treatment of the liver. The patient was placed under general anesthetic for the procedure. The solero applicator was tested per instructions for use prior to placement (passed; coolant 8 degrees). The applicator was inserted into the liver under CT guidance. During the initiation of the ablation, a non-functional with error code "coolant temp. >52oc" displayed on the generator screen. Repeated attempts were made to reset the applicator. The attempts were unsuccessful; therefore, it was determined to exchange the applicator for a new of the same. The procedure was successfully completed with the new applicator there was no adverse patient impact. As the patient was under anesthesia during the delay in procedure for greater than 30 minutes as considered normal for this procedure, there was a patient safety risk. The reported disposable device has been returned to the manufacturer for evaluation.